Event description:
During a coronary stenting procedure, the sds catheter shaft broke in the mid-section proximal to the skive, during insertion into the 6rf jr4 (brand unk) guide catheter. Details regarding the pt and the vessel are not available. No kinks or bends were noted prior to use; however, the physician states that the catheter could have been bent during removal from the packaging hoop. There was no pt injury. The product has been returned to cordis for evaluation and testing, the results of which are pending.